Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the shock impedance measurement on the right ventricular (rv) lead increased from 60 ohms in 2011 to 143 ohms. No changes have been made to the system. No adverse patient effects were reported.